Event description:
Consumer called to report using the heat therapy patch and receiving a 2nd degree burn. Wen to the doctor, but was unclear as to any prescribed treatment.

Manufacturer narrative:
Evaluation date/time: 05/16/2006 10:46:52 am. An ace heat patch was returned for analysis as the reported cause of 2nd degree burns. Upon microscopic examination of the patch, it was noted that much debris and dirt had become adhered to the patch, including loose hairs, numerous multi-colored fibers, and other various particulates. There were no particles or patches of skin present at all. The lone particulate thought to possibly be biological in origin, as shown in the micographs, was tested and f.t.i.r. Spectral analysis identified it to be a chip of cardboard.